Event description:
It was reported that the patient's device had been disable for a while due to vns stimulation exacerbating the patient's obstructive sleep apnea. Patient would now like to have the device removed due to cosmetic reasons. Additional information was received that the patient's sleep apnea was first observed within the first month of vns therapy. Patient did not have a history of the sleep apnea prior to vns implantation. The device was disabled in (B)(6) 2013 and has been off since. No known surgical interventions have occurred to date.

Event description:
Additional information was received that the patient underwent surgery for the battery on (B)(6) 2016. The explant facility was mentioned to discard all explanted devices.